Event description:
It was reported that: "primary surgery took place on (B)(6) 2012. The following day the pt was taken back to the operating room and the size 3 9mm insert was removed and surgeon inserted a size 4 9mm insert. There was a concern regarding the insert, the wrong insert size was opened and implanted so surgeon decided to revise. Sales rep stated that he found out the wrong size implant was implanted after the primary surgery was completed."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded. If additional info becomes available, the eval summary will be submitted in a supplemental report.